Event description:
It was reported by a non-medical professional that the patient had titanium spinal implant rods implanted in 2004. Reportedly, the rods fractured in 2006.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.